Event description:
It was reported while using bd / carefusion secondary set (IV piggyback set) leakage occurred. There was no report of patient impact. It was reported that clinician and/or any of your patients encountered leakage issues when using the bd / carefusion secondary set (IV piggyback set) in the last 2 weeks. Verbatim: clinician experienced: yes, I did encounter leakage with the last bd / carefusion secondary set (IV piggyback set) I used in this patient (free liquid).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.6. Investigation summary: no samples were received for investigation of complaint reference pr 8940123 reported via post market survey; however the customer suggested that leakage was detected from a secondary infusion set during infusion. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h.10.